Manufacturer narrative:
The field service engineer (fse) confirmed the leak and drain sensor timeout errors; the cap pierce door was also not opening. He also found that the traverse assembly was stuck in the home position, the needle carriage assembly was hindered and the probe rinsing was not in the proper bath. The fse cleaned and adjusted the needle carriage assembly, lubricated the guide shafts and replaced the door close sensor resolving the leak and sensor timeout errors and the cap pierce door not opening. (B)(4).

Event description:
The customer reported that a few mls of fluid had leaked from the coulter act 5diff cap pierce (cp) instrument. The instrument also generated drain sensor time out errors. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated